Event description:
Patient had ipg explanted on (B)(6) 2021. Patient experienced bacterial infection post-wound healing due to ehlers-danlos syndrome (eds). Physician confirmed complication is unrelated to device.